Manufacturer narrative:
H3: the pipeline flex and marksman catheter were returned for analysis. The distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were opened and frayed. The pushwire was found intact. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 20.6cm to 32.0cm from the distal tip. No other anomalies were observed. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. Based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed that the braid's distal end was opened and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity and damaged braid. The customer reported that vessel tortuosity was moderate. The damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than two times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. In addition, the pipeline flex and marksman catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching), it appears there was a high force used. These damages may have occurred when the customer attempted to advance/retrieve the pipeline flex through the catheter against resistance. However, the cause of resistance could not be determined. Possible resistance cause includes lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the event was unknown. It was speculated that the tip end may be damaged, causing the tip end of the stent to shrink like a fish mouth, so it couldn't be opened well. The pushwire was not rotated, the surgeon tried to pull the guidewire to retrieve the stent. The surgeon said that they attempted to open the stent at the horizontal segment of the middle cerebral artery. The surgeon tried to retrieve the stent with a microcatheter, tried to push open the small wings with the tip of the microcatheter, and then tried to open the tip of the stent. A pushwire break was noted.

Event description:
Medtronic received a report that the pipeline failed to open in the distal section and failed to attach to the wall, when retrieving the stent encountered resistance and found the guidewire was broken. The pipeline was removed and found unloaded and the tip of the guidewire was broken. The patient was undergoing surgery for treatment of a saccular, unruptured, and wide necked aneurysm in the posterior communicating artery segment of the left internal carotid artery.  With a max diameter of 11 mm and a 7 mm neck diameter. Landing zone: distal: 3.7 mm and proximal: 4.89 mm. The accessed vessel was the femoral artery with a diameter of 8-9 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure shoed a wide-necked aneurysm of the posterior communicating artery segment of the internal carotid artery. It was reported that after establishing the access, the surgeon chose a 4.5-30 stent for hydration and delivery. When the stent reached the straight section of m1, and the stent was ready to be opened. The deployment was about 10 mm and waited. The deployed part of the stent opened from the middle of the stent, but the tip of it did not open well. So the surgeon pushed the microcatheter to retrieve the stent and deployed it again. The second tip-end opening state was better. So the surgeon continued to deploy the stent, pulled back to the t bifurcation and continued to open the stent to the tumor neck. After filling the spring coil, the surgeon continued to deploy the stent. At this time, it was found that the stent in the second half was not well attached to the wall. The surgeon retrieved the stent and planned to deploy it again. When retrieving, it was found that the push resistance was large. The surgeon continued to retrieve and felt that the guide wire was broken. So the surgeon withdrew the stent catheter to check and found that the stent unloaded and the position of mark at the tip of the guide wire was broken. Then the surgeon replaced with 4.5-30 and microcatheter of other batches, and the surgery was successfully completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an 8f puncture sheath, 8f guiding catheter, marksman microcatheter, navien 5f115 catheter, synchro14 guidewire, and 10-30-3d, 8-30-3d, 7-20-3d, other unknown coils.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 227594108); product type:; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.